Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument associated with this complaint and completed investigations. The reported event with the instrument could not be replicated nor confirmed. Visual inspection was performed and found no damage to the conductor wire. The instrument also passed the electrical continuity test. Additionally, the instrument was found to have a broken grip cable at the distal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had a broken conductor wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the issue was found intraoperatively. The conductor wire was broken in half, the customer did not see any arcing energy and did not notice thermal damage.